Event description:
It was reported that the battery drawer of the external pulse generator (epg) would not stay closed. It was also reported the battery door spring is inop and will not open. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the battery door spring was inoperable and would not open. Analysis did find the battery contacts compressed, the upper case broken and lower case, ring cover, battery release, heart block, heart wire contacts, lead flex cover, battery drawer and two side bail covers contaminated, the ring bent and the keyboard window scratched. (B)(4).

Event description:
It was reported that the battery drawer of the external pulse generator (epg) would not stay closed. It was also reported the battery door spring is inop and will not open. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.